Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following bilateral intraocular lens (iol) implant surgeries. The surgeon reported the pt has no history of retinal disorder nor corneal dryness and the iol is perfectly centered without any viscoelastic remaining behind. The surgeon also reported the pt is on an ongoing "convergence insufficiency rehabilitation." Approx three months postoperatively, the surgeon reported the pt's vision has worsened. He also reported the pt is orthophoric and has recovered a good range of fusion. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.